Event description:
It was reported that during an attempt to implant the lead, the sensing values obtained with the analyzer were good in all the positions but dropped significantly when connected to the device. It was also reported that pacing impedance was high. The lead was removed and a new lead was implanted without any issues. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an attempt to implant the lead, the sensing values obtained with the analyzer were good in all the positions but dropped significantly when connected to the device. It was also reported that pacing impedance were high. The lead was removed and a new lead was implanted without any issues. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.